Event description:
It was reported that during the implant procedure, the lead went to the anterior, and the physician observed cerebrospinal fluid (csf). The lead was implanted successfully and no headache was observed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.